Event description:
It was reported that, "knee implant failure. Avon patella femoral and stryker uni compartment. Avon joint ref number, lot g8124 sbpnf. Knee had to be replaced. Revision total knee replacement, knee implant came apart,. Stryker triathlon and eius uni knee, failure of polyethylene liner in knee had to be replaced, triathlon total knee."

Manufacturer narrative:
Add'l info has been requested and if received will be provided in a supplemental report.